Manufacturer narrative:
A patient's pocket incision looked infected was reported to abbott. The patient was prescribed oral antibiotic to address the issue. No infection was present. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient's pocket incision looked infected. The patient was prescribed oral antibiotic to address the issue. No infection was present.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.